Event description:
It was reported that the patient had dizziness and received an appropriate shock for ventricular tachycardia/ventricular fibrillation. The patient was hospitalized and their beta blocker medication was changed. The device remains in use. The patient is a participant in the optilink hf study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).